Event description:
It was reported when using the bd pyxis¿ es server , had all device in critical override mode. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override mode. The technical support specialist (tss) dialed into the server and checked the health site viewer (hsv) and enterprise sync information in version 2.0, which appeared delayed, although the device was in sync. The tss continued investigating the issue with assistance from sr agent. Both hsv and pes were reviewed, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, had all device in critical override mode. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.